Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was at 113 mg/dl. She has been consistently calling and her issues are not being resolved. She is frustrated with having to call medtronic and spend one hour on the phone every week. She will call back when she can do the functional check on the transmitter. No further information was provided.